Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the unit passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. In addition, the battery was charging when connected to a battery charger. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold, which would trigger a cell over voltage. However, the battery was received with no flags enabled. Failure analysis of (B)(4) revealed that the unit was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold, thus clearing the flag. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported event was confirmed. Based on the available information, a possible root cause of reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650de / expiration date: 01/31/2019, UDI #: (B)(4), device available for evaluation: yes, return date: 10/11/2018, device evaluated by manufacturer: yes, device manufacture date: 01/31/2018, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer because they were not charging. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.